Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 16 apr 2024 from a healthcare professional (hcp) at a critical care facility who stated dialysate bags broke when initiating renal replacement therapy on (B)(6) 2024. There was no report of medical intervention. Although requested, additional information regarding the event was not provided.